Event description:
This information was captured based on literature review: a retrospective analysis was performed to evaluate feasibility, safety, and efficacy of percutaneous arterial access site closure after transfemoral, transcatheter aortic valve implantation (tf-tavi) using a single, commercially available six french monofilament suture-mediated vascular closure device (vcd) in preclosure- technique. Patient number: (B)(6). Description of event: common femoral artery stenosis <75% without hemodynamical relevant impairment of blood flow. Stenosis on quantitative vessel analysis: 66%. Duration of follow-up (months): 34. Treatment /outcome: conservative (recovered without sequelae). No additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information date of event and therapy estimated as date of publication, (B)(6) 2012. Philipp kahlert, md; fadi al-rashid, md; bjo rn plicht, md; thomas konorza, md; till neumann, md; matthias thielmann, md, faha; daniel wendt, md; raimund erbel,md, fesc, faha, facc, fase; and holger eggebrecht, md, fesc, facc. (Catheterization and cardiovascular interventions 2013; 81:e139e150): suture-mediated arterial access site closure after transfemoral aortic valve implantation.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.